Event description:
The event is reported as: the filter screen printing tinted the child's throat with black color and the pt also suffered a decubitus ulcer due to the edges on the filter.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.